Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was battery ran out without a low battery alert. Customer's blood glucose level was unknown. Customer reported that they had multiple batteries run out within a week without a low battery alert. He changed the battery on the day also and has received low battery less than a week later. Customer not used in perilously or rechargeable battery. Customer reported that the insulin pump in vibrate mode. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.